Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) (value not provided). Customer alleged pump was the suspected cause of the elevated bg. Reportedly, customer changes out all supplies to address bg level. Multiple follow up attempts were made by a tandem representative to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.